Event description:
The reporter stated that there was air in the line. The air could be caused from an air leak or improper set-up. There was a one month old baby on a pump. A change in the baby's condition was noted and air was noticed in the line. The baby was extubated and reintubated. The breathing tube was taken out, the baby was ok, so the tube was put back in.